Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon pinhole was noticed. The target lesion was located in the moderate to severely tortuous and calcified distal right coronary artery (rca). The 3.5 x 8 mm apex monorail balloon catheter was used for predilation. During the first inflation at 4 atms, blood was found in the inflation device. The balloon was successfully removed from the pt and upon removal of the device, a pinhole was observed on the distal portion of the balloon. The procedure was not completed due to this event. No pt complications were reported with the pt's current condition listed as "good". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.